Event description:
It was reported that a piece of the device fell off before the procedure. A piece falling off during a procedure could cause an infection. No known patient involvement or procedural delays were reported with this event.

Manufacturer narrative:
The device was not returned for evaluation; therefore, a root cause could not be determined for the event. Device discarded by user.

Event description:
It was reported that a piece of the device fell off before the procedure. A piece falling off during a procedure could cause an infection. No known patient involvement or procedural delays were reported with this event.